Event description:
Same case as MFR # 2134265-2008-01279. It was reported that during a percutaneous coronary intervention procedure, catheter removal difficulties occurred. The 100% stenosed target lesion was located in the moderately tortuous and calcified left anterior descending (las) artery. A non bsc guide wire and a 1.50 x 15 mm apex flex over-the-wire balloon catheter were inserted, but were unable to cross the lesion. The physician attempted to remove the apex balloon catheter; however, the non bsc guide wire was trapped inside of the apex balloon catheter. The physician was unable to move the apex balloon catheter and the guide wire, therefore, they were removed from the pt as a system. A 15 x 1.50 mm maverick over-the-wire balloon catheter was then inserted and crossed the lesion. During the first inflation, the maverick balloon was successfully removed and the lesion was then dilated with different non bsc devices and each ruptured upon the first inflation. A 2.5 x 24 mm taxus express2 drug eluting stent (des) was eventually implanted and the procedure was successfully completed. No pt complications were reported with the pt's current condition listed as "good". This product is only ous approved, but is similar a marketed us device.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.